Event description:
It was reported the pt experienced pain when the device was turned on. The device was replaced. No further outcome was reported. A follow-up report will be submitted if additional information becomes available.